Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change and tea consumption, with glucose rising to 275 mg/dl for approximately 10 hours; no device alarms for prolonged severe hyperglycemia occurred, and the user replaced the cannula/infusion set during troubleshooting with no abnormalities observed, after which glucose trended down and was confirmed by fingerstick. Symptoms included feeling uncomfortable without additional clinical manifestations. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction identified and no abnormal findings upon user-performed component change. It was concluded that the cause of the hyperglycemia was unclear and user was advised on monitoring and standard sick-day and high glucose management practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.